Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a mechanical thrombectomy to an unknown lesion, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 21h062av) was being used. A guiding catheter (9 fr optimo), an aspiration catheter (cat 6) and a concomitant microcatheter (trak 21) were used as combined technique to use the complaint embotrap iii. There were no problems to reach the obstruction region and the complaint device was deployed. It was attempted to be retracted into the microcatheter, however, there was a resistance felt when it was being retracted. Therefore, the complaint device was removed together with the microcatheter. It was completed by 1 pass tici3. A continuous flush was done. Additional information received indicated that there was no thrombus within the device during withdrawal difficulty. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. An adequate flush was maintained through the devices. The event did not prolong the procedure. The concomitant devices functioned as expected. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lot (sub and top assembly), all rejects were accounted for during the DHR review. Withdrawal difficulty into microcatheter after deployment is a potential complication associated with the use of the embotrap iii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy to an unknown lesion, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 21h062av) was being used. A guiding catheter (9 fr optimo), an aspiration catheter (cat 6) and a concomitant microcatheter (trak 21) were used as combined technique to use the complaint embotrap iii. There were no problems to reach the obstruction region and the complaint device was deployed. It was attempted to be retracted into the microcatheter, however, there was a resistance felt when it was being retracted. Therefore, the complaint device was removed together with the microcatheter. It was completed by 1 pass tici3. A continuous flush was done. Additional information received indicated that there was no thrombus within the device during withdrawal difficulty. The event did not result in thromboembolism. The withdrawal was performed as per the instructions for use (IFU). There was no vessel damage due to the event. An adequate flush was maintained through the devices. The event did not prolong the procedure. The concomitant devices functioned as expected.